Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the detached cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone, phone_control_ios. Cloud - omnipod 5 software app version, 1.1.5. Cloud - smartphone operating system, 17.6. Cloud - smartphone hardware, iphone12.8. Cloud - cgm sensor type, g6.

Event description:
It was reported that while wearing the pod between 24 and 36 hours on the infusion site, the pod's cannula was found to be detached from the pod. As treatment, the patient changed out the pod.